Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited increased shock impedance measurements. Two defibrillation threshold (dft) tests were completed however the shocks were unable to convert the arrhythmia. This system was subsequently explanted. No additional adverse patient effects were reported.